Event description:
It was reported that the defibrillator experienced a low battery error. The event occurred during clinical use, but there was reportedly no patient harm. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem, which was attributed to a battery that had exceeded its labeled life expectancy. Per heartstart mrx instructions for use, "battery life depends on the frequency and duration of use. When properly cared for, the m3538a lithium ion battery has a useful life of approximately 2 years." As such, there will be no request to return the battery for evaluation. Although the reported problem was associated with an expired battery, this will be documented as a malfunction. The customer was advised to replace the battery. The device remains at the customer site and no further evaluation is warranted at this time.